Event description:
The rptr performed back to back blood glucose tests and got results of 91, 59 and 103 mg/dl. Tests were done no more than 5 minutes apart. A new lancet was used for each fingerstick. During trouble shooting, she did another back to back test using new test strips that resulted in 355 and 268 mg/dl. Rptr did not have any symptoms. She did not have any control solution for testing.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8